Manufacturer narrative:
(B)(4). The small grasping retractor instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The missing crimp was approximately 0.046¿ x 0.032¿. A review of the small grasping retractor instrument log for pn# 420318-5; sn#: (B)(4) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sh1681. The alleged event occurred on the 1st use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image, or video clip for the reported event was submitted for review. No additional technical review was required based on the complaint. This complaint is being reported because this instrument is designed with two pitch cables. Each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause, or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument's internal wire broke intraoperatively. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer, and obtained the following additional information: the instrument was inspected prior to use. The surgeon was retracting the colon when the reported problem occurred. No instrument collisions occurred.